Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8015ls unit. Case resolution: tech called in with error message low battery on 8015ls unit. First will need to replace battery on unit once replace let unit charge for 8 to 12 hours, but if unit gives the message again next to replace is the power supply board and can lead to logic board on unit. Confirm part number for battery. Tech thank me for my assist.